Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Williksen, john h., md, et.al, (2015) external fixation and adjuvant pins versus volar locking plate fixation in unstable distal radius fractures: a randomized, controlled study with 5-year follow-up. Journal of hand surgery american. Volume 40, page 1333 - 1340. This report is for one unknown radius ao fixator nail/ lot # unknown. UDI - unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: williksen, john h., md, et.al, (2015) external fixation and adjuvant pins versus volar locking plate fixation in unstable distal radius fractures: a randomized, controlled study with 5-year follow-up. Journal of hand surgery american. Volume 40, page 1333 - 1340. (Norway). The purpose of this study is to determine whether volar locking plates (vlp) are superior to external fixation (ef) with adjuvent pins in unstable radius fractures after 5 years of follow-up. One hundred fourteen (114) patients with unstable distal radius fractures were assessed in this study. Three (3) were mistakenly included. Therefore, 2 were excluded postrandomization because of previous fractures to their ipsilateral wrist and 1 because of medical contraindications. Ultimately, 111 patients received their allocated intervention (59 in the ef group and 52 in the vlp group). The patients were followed at 2 weeks, 6 weeks, 4 months, 6 months, 12 months, and 66 months. At the 5 years follow-up, three (3) patients died and one patient experienced a fracture fixation failure. Forty-five (45) patients with 1 a2, 10 a3. 23 c1, 9 c2, and 2 c3 fractures in the ef group, two (2) of which used a distal radius fixator. Ten (10) patients had secondary surgeries due to: - two patients (2) experienced carpel tunnel syndrome - one patient had incomplete reduction - one experienced a miscellaneous reaction - five (5) had a scar correction. This report is one (1) of 3 for (B)(4). This report is for unknown radius ao fixator nail involving an unknown patient who experienced a fracture fixation failure. This report is for 1 device.